Event description:
Information received by medtronic indicated insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for a cosmetic damage found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, and misaligned battery tube. Blank display due to moisture damage on the pcba 1, harness assembly vibrator and damaged battery tube. Verified blank display using test pump. Cosmetic damage confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.